Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event, their device was unable to detect the patient connection through the defibrillation therapy electrodes. Once the electrodes were placed on the patient, the device only displayed dashed lines. The customer advised that once the dashed lines appeared on the screen using the defibrillation electrodes, the device user placed ECG electrodes on the patient and continued monitoring with the 4 lead ECG cables. No additional information of the event was provided. There was no adverse outcome of the patient reported.